Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported events could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failures and/or harms were documented appropriately, and there were no indications to suggest the anticipated risks are not adequate. A review of the device assembly found that the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both t's are in the correct position prior to packaging. A clinical review states that based on the limited information provided; the definitive clinical root cause of the reported adverse event could not be determined. It is unclear whether the ts were missing or left unsecured inside of the patient. However, if the implantable ts were left unsecured inside of the patient biocompatibility is not an issue. Although, we cannot rule out the potential for micro-motion, migration, or local skin irritation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a meniscus repair surgery, the sliding knot did not tighten, and the suture material easily came out of the punctured meniscus of two (2) fast fix 360 after deploying both ts implants. None of the ts were removed as it is unclear if the device had the implants. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).